Event description:
The facility reports the caregiver had completed the bath and was lowering the resident into the lift frame. During the descent, the cna heard a noise. The chair then hit the frame and shifted. The resident fell off the chair, forward and to the left, striking her head on the floor. The resident sustained swelling on the left side of her forehead toward the temple with generalized aches.

Manufacturer narrative:
The report and photos indicated that the lower arm transfer bar was bent forward. The bracket in which the transfer plate normally fits was also bent toward the left. The "seat bumpers" and "seat bumper brackets" were not original to this equipment. The bumpers appeared to be carriage bolts and the brackets appeared to be fabricated of metal plate approx 3/8" thick. They did not appear to be bent or damaged. The left seat bumper was bent at least 45 degrees to the right and slightly forward. The saf-kary also had both footrests broken completely off. The caregiver reported that the chair, with the resident still belted in, fell to the floor as it came off the kary frame. The photos showed that the green latch cover was intact and in the normal position. The kary frame did appear to be older than the lift. For the chair's lower arm to release from the lift upper arm, the latch mechanism could not have been fully closed and locked with the slide lock. It is possible that the latch was not fully closed and in a balancing situation. Then, when the lift was moving downward toward the kary frame, either the latch fell open, or fell open upon hitting some part of the kary frame, allowing the seat to come down on the frame with only one side of the transfer plate engaged into the kary bracket. It is not clear if the seat bumper was bent prior to or because of this fall, but the seat and the resident fell forward and to the left off the kary frame. The fact that the latch was not locked properly is the most probable cause of the event. It is recommended the customer replace the upper arm, as there is probably some damage to the latch and lock mechanism. It is also recommended the kary frame be replaced and operators be retrained in accordance with the equipment operating instructions.